Event description:
The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. No reported complications during the procedure and therapy was restored post-surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable due to patient not charging for a month. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Review of the directions for use shows that information is provided which states that if the ipg is not recharged within 30 to 90 days after the loss of stimulation, the ipg may lose its ability to be recharged. If the ipg cannot be recharged, it will have to be surgically replaced for stimulation therapy to continue. Based on the information received, the cause of the reported event is consistent with user error.